Event description:
Patient's ot basic meter would not turn on. The issue was unresolved with troubleshooting. They did go to the clinic to test their blood sugar, but stated they did not receive any treatment while there. They were experiencing symptoms of dizziness and headache, but did not suffer a serious injury.